Event description:
Customer reported having thrush and was being treated by a physician. Original report from the customer was in regard to inconsistent cycling of the pump where the customer experienced high suction and pain.

Manufacturer narrative:
The original complaint rec'd from the customer of very high suction causing pain was sent to a medela clinician who rec'd an email from the customer stating that the replacement pump is working. The customer also stated in her email that she saw a lactation consultant who assisted her with a latching technique, refitted her for proper breastshield size and that she is no longer sore. The customer reported via email that both she and her baby were treated for thrush by a doctor. The baby was prescribed nystatin and acidophilus and the mother was prescribed diflucan. The customer also stated that the baby still has thrush which causes the mother's symptoms to linger. A replacement pump was sent to the customer. The original pump was rec'd by medela on 11/16/13. At the time of this report, the product evaluation results were not available. Therefore, no conclusions can be made as to the cause of the event. Should add'l info or the original product be rec'd, resulting in new, changed, or corrected information, a f/u report will be filed at that time.